Event description:
It was reported that the patient underwent a total hip arthroplasty in 2004. Subsequently, the patient was allegedly revised on an unknown date due to unknown reasons. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date - 2004. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-08656 / 1825034-2016-03891).

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 11 years post-implantation due to patient allegations of squeaking hip, pain, dry cough, rhonchus, elevated metal ion levels and the presence of greyish metal infused tissue. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through information provided by health professional. Information indicates suboptimal positioning of right hip implants may have caused joint instability, eventually leading to elevated metal ion levels. As no metal ion tests post-revision procedure were made available, it cannot be excluded that any patient related factors were a contributor. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of additional information received aug 17, 2017, it was noted that the patient had osteolysis, that the suboptimal positioning on the right side may have caused joint instability which lead to the reported elevated metal ion levels suboptimal positioning and instability.